Manufacturer narrative:
The device has been returned to olympus for evaluation. The evaluation is currently in process. A supplemental report will be submitted upon completion of the device evaluation/investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope tested positive for an unexpected contamination. The issue was found during regular culture testing of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning of the scope suction pump was used to suck water from the forceps/suction channel. The scope was manually clean within one hour after the case. The scope passed the leak testing. During manual cleaning the customer brushes the forceps channel, suction channel, air/water button/suction button, and forceps plug. For automated endoscope reprocessor (aer) treatment, fuji end stream endoscope washer/disinfector with end flash cleaning solution and esside disinfectant were used. The scope was wipe with clean towel/paper with alcohol flash and store in a cabinet without a drying function. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.